Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed the pump settings on the pump, and attempted to enter a bolus in "grams", but the bolus set-up screen only allowed the customer to enter "units" instead of "grams". The customer did not deliver a bolus on the pump, and called tandem technical support for assistance. There was no impact to the customer's blood glucose level. Review of the customer's carbohydrate settings showed that the carbs settings was set to "off". The customer stated that the settings had not been turned to "on" when setting up the pump. Tandem technical support assisted the customer with successfully adjusting the pump settings.